Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck buttons alarm. The customer¿s blood glucose level unknown. Customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.